Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device manufacturer date.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains implanted. No adverse patient effects were reported.